Event description:
Information received with return of the explanted device states "patient is normal condition." It also notes that the device exhibited microprocessor reset. Dashes (---) were noted for most parameters and the current drain was high. The device could not be interrogated.